Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked. The user inserted the balloon and injected sterile water to inflate the device. The blue handle of the stopcock came off from the base, and the balloon leaked. The user pushed the handle into the base of the stopcock, causing it to "set in". The leak was thus resolved, and the device was used to complete the procedure. After the procedure, the user found a "burr" on the stopcock. The patient did not experience any adverse effects due to this occurrence. Additional event information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during treatment of a post-partum hemorrhage, a bakri tamponade balloon catheter leaked. The user inserted the balloon and injected sterile water to inflate the device. The blue handle of the stopcock came off from the base, and the balloon leaked. The user pushed the handle into the base of the stopcock, causing it to "set in". The leak was thus resolved, and the device was used to complete the procedure. After the procedure, the user found a "burr" on the stopcock. The patient did not experience any adverse effects due to this occurrence. Corrected information: h6 (annex a) investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned for evaluation without packaging or labeling. Visual investigation of the "burrs" on the handle appear to be caused by unintended stress on the handle during operation by the user. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook could not complete a search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: "transabdominal placement, post-cesarean section." "1. Determine uterine volume by direct examination." "2. From above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix." "Note: remove and stopcock to aid in placement and reattach prior to filling balloon." While the observed "burrs" appear to be the result of unintended stress on the handle during operation by the user, a cause for the original stopcock separation could not be determined from the available information. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.